Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies and sound perception problems. In 2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.